Event description:
Device 4 of 8. Reference MFR reports: #1627487-2013-19626, #1627487-2013-19627, #1627487-2013-19628, #1627487-2013-19630, #1627487-2013-19631, #1627487-2013-19632, #1627487-2013-19633. Note: the patient had 4 extensions from 3 lot numbers. All lots are being reported. It was reported the patient no longer wanted to use the scs system, reason unknown. The scs system was explanted. Device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.